Manufacturer narrative:
The concerto coil was returned for evaluation. During evaluation, the concerto coil was removed from the dispenser track. The tack weld replacement (twr) crimps were found to be broken; however, the push-wire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The push-wire was found to be bent within the introducer sheath. The implant coil was not found to be attached to the push-wire when viewed within the introducer sheath. The concerto push-wire was pushed out from the introducer sheath. No implant coil exited the introducer sheath. Under the microscope, the coin was found to be pulled back from the lumen stop, and the shield coil was found to be present. All other subassemblies appeared to be normal and no other anomalies were observed. The concerto coil could not be used for testing with an in-house microcatheter due to its damaged and incomplete condition. Based on the analysis, the coil was found to be detached from the push-wire. Based on the condition of the returned device, it is likely that the implant coil detached from the push-wire subsequent to the coin pulling back from the lumen stop. It is possible that the implant coil became lost or discarded following the event as the detachment of the implant coil was not reported by the customer. It could not be determined if the concerto coil met specifications due to its damaged and incomplete condition; however, all coils are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a concerto coil had resistance in catheter hub during a procedure. The coil reportedly became stuck. The devices had been prepared as indicated in the IFU without any issues identified. There were no reports of patient injury in association with this event.